Event description:
Procedure: mastectomy. According to the reporter: vessel was cut rather than clipped. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into pt.

Manufacturer narrative:
(B)(4).